Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The distributor reported increase of problems with the hemostar clamps. The clamps are reportedly breaking at the back where the catheter goes through. The distributor reports the catheters were used on patients. Some used repair kits to change the clamp. Others were replaced with new clamps.